Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ syringe with permanently attached bd safetyglide¿ safety needle leaked during use. The following information was provided by the initial reporter: "leaking at the blue section."

Event description:
It was reported that the bd¿ syringe with permanently attached bd safetyglide¿ safety needle leaked during use. The following information was provided by the initial reporter: "leaking at the blue section".

Manufacturer narrative:
H6: investigation summary: since no samples (including photos) were returned for the reported issue of ¿leakage¿ with lot number unknown regarding item # 305945 the complaint could not be confirmed, and the root cause is undetermined. Unable to complete a DHR request as the lot number is unknown. Bd was not able to duplicate or confirm the indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.